Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was not material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that after a da vinci-assisted liver resection surgical procedure, the fenestrated bipolar forceps instrument sparked when delving energy. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: arcing was observed. The instrument was inspected prior to use. There was no damage or anything out of the ordinary. The thermal damage was first observed after the procedure. The cause of the thermal damage to the instrument is not known. The instrument did not collide with an energy instrument during the procedure.